Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with a neurostimulator for pain. It was reported that the implant was not working. There was a loss of therapy. It was clarified that the patient noticed a new occurrence of the implantable neurostimulator (ins) therapy stopping to work. It was unknown when the event occurred. Though, the patient said 4 months ago. A fall could have been related to the issue. The patient had fallen 5-6 times. One fall was three days ago, and some were 3-6 months ago. The patient could not verify any exact dates or months. The symptom reported included pain. The therapy was not working. Information regarding the device information, follow-up doctor, and actions or interventions taken to resolve the loss of therapy could not be obtained despite follow-up efforts. A supplemental report will be sent should additional information be received.